Event description:
Patient's device may not be functioning properly and the patient had experienced an increase in seizure activity, resulting in an emergency room visit. The patient was taken to the hospital emergency room due to "horrible seizures and drop attacks" and use of the magnet did not shorten or abort their seizures as it had in the past. It was reported that the patient was not able to feel device stimulation during this time. The patient's family member reported that the patient did not cough as they usually did when their device was swiped with the magnet before going to the hospital emergency room. Device diagnostic testing was within normal limits both at office visit ten days prior and during emergency room visit at the time of the event, indicating proper device function. After device diagnostic testing was performed during the emergency room visit, the patient's device was swiped with the magnet and they responded with a cough, indicating that magnet mode stimulation had been initiated. The patient was reportedly able to feel device stimulation again after leaving the hospital emergency room, but their family member reported that 24 hours later, swiping the device with the magnet did not elicit a coughing response from the patient and the family member reported that use of the magnet does not seem to stimulate the patient's nerve right away and that it takes approximately 45 minutes for the patient to feel stimulation after swiping the device with the magnet. It was reported that the patient was seen by a chiropractor a few weeks prior to the emergency room visit and that the chiropractor worked on their neck area. The patient reportedly felt that the chiropractor was "too aggressive," but their family member does not believe that the chiropractor caused any damage to the ncp system. The patient underwent generator replacement surgery at their family member's request, after which they reportedly continued not to feel device stimulation. Device diagnostic testing of suspect device just prior to explantation was within normal limits, indicating proper device function. Before explanting the suspect generator, the surgeon confirmed that the lead connector pins were properly secured. Device diagnostic testing of replacement generator both inside and outside the pocket was also within normal limits, indicating proper device function and ruling out a potential malfunction of the original lead. The patient's replacement generator was programmed to on at the time of implant and was set to the same settings that their explanted device had been programmed to (2.0ma normal mode output current and 2.25ma magnet mode output current). The day after surgery, the patient attempted to initiate magnet mode stimulation of the replacement generator and was still unable to feel device stimulation. At office visit two days later, both normal mode and magnet mode output currents were increased to 2.25ma nad 2.5ma respectively, after which the patient immediately felt normal mode stimulation. The patient swiped the deivce with magnet and experienced their typical coughing response. It is believed that the patient had simply become accustomed to stimulation at the lower settings since they have been receiving the vns therapy for almost 7 years. Evoked potential monitoring confirmed device stimulation at programmed intervals and device diagnostic testing was within normal limits, indicating proper device function. Treating neurologist increased device duty cycle from 16% to 25% by decreasing off time from 3 minutes to 1.8 minutes in an effort to regain seizure control, but left the normal mode and magnet mode output currents set to previously prescribed settings (2.0ma and 2.25ma respectively). Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Review of device programming history for the explanted generator revealed that an interrupted lead test occurred at office visit two weeks before the emergency room visit resulting in a change in device settings from prescribed parameters (normal mode: 2.ma output current, 30hz frequency, 500u pulse width, 30 seconds on, 3 minutes off; magnet mode: 2.25ma output current, 500u pulse width, 60 minutes off; magnet mode: 1.0ma output current, 500u pulse width, 30 seconds on) as expected. The patient's device was not interrogated at the conclusion of the office visit to confirm device settings. The inadvertent change in settings resulted in a reduction in duty cycle from 16% to 0.94%. At subsequent office visit five days later, device interrogation revealed that programmed settings were not the same as what was prescribed (lead test settings instead of prescribed settings). The device was reprogrammed to prescribed settings at this office visit. Nine days after reprogramming the device to prescribed settings, the patient was seen in hospital emergency room due to the reported "horrible seizures and drop attacks." Investigation to date has been unable to conclusively determine whether the explanted generator was functioning properly or whether the inadvertent change to device settings as a result of user error was the cause of the reported event/suspected device malfunction.